Event description:
It was reported to boston scientific corporation on (B)(6), 2013 that a resolution clip device was used during a colonoscopy procedure on (B)(6), 2013. According to the complainant, during the procedure, the resolution clip would not deploy correctly. After several attempts, the clip came loose and fell inside the patient and was retrieved using a net. No visible damage to the device prior to use. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.